Event description:
(B)(4) the dealer reported that the solara3g tilt in place bracket was broken during use. There was no patient injury reported.

Manufacturer narrative:
(B)(4) only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).